Event description:
The customer reported that her blood glucose level went low (no bgs provided) and that she was in a car accident. She was taken to the emergency room where her husband gave her a bottle of (B)(6). Her bgs were checked and she had gone up to 93 mg/dl. The customer said that she did not test her blood glucose before the car accident occurred. She was not treated at the emergency room. She also reported having had bronchitis at the time and she was taking cold medicine.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency visit for hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.